Event description:
It was reported that the patient experienced hyperglycemia; and was evaluated during an in-office visit on (B)(6) 2026. The patient's blood glucose levels reached 600 mg/dl while wearing the pod for an unspecified duration of time. Symptoms reported include blurry vision, irritability, excessive thirst, nausea, and polyuria. The patient contacted her physician and was evaluated, at which time elevated glucose levels were confirmed. No further information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: dexcom g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.